Event description:
It was reported by the patient that their omnipod personal diabetes manager (pdm) battery was swollen. No impact to the patient's blood glucose levels was reported. The patient did not require medical attention or treatment for the alleged battery issue.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event.